Manufacturer narrative:
Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test due to motor error alarm. However, unit passed rewind test, displacement test, operating currents within spec and self-test, a21 error test . Pump history download using thds successful. However, there is no data available on event date, unable to perform data analysis for over delivery complaint. Failed to download to carelink pro, problem is isolated rf board. Pump was cut and open found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, stained keypad overlay, stained address/serial number label, stained end cap sticker, scratched reservoir tube window. Unable to confirm possible over delivery anomaly due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a bolus anomaly. The customer¿s blood glucose level was low at the time of the incident. The customer stated the pump was delivering boluses without their input. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.